Manufacturer narrative:
The insulin pump was received with no button response on the up arrow button due to corroded keypad traces also moisture damage was noted on the lcd board. No unexpected button error alarms noted. The insulin pump has cracked lcd window, cracked case at lcd window corners, cracked reservoir tube lip, scratches on reservoir tube window, cracked battery tube threads and broken belt clip slot.

Event description:
It was reported by the customer that their insulin pump was alarming button error. Customer stated the device may have been exposed to moisture and dropped. Advised customer to discontinue use of device and revert to back up plan. Customer's blood glucose level was 433 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.